Event description:
It was reported the patient was implanted with an scs system (B)(6) 2014. The patient was admitted to the hospital due to radicular issues which were not present before the implant procedure. The physician plans to explant the scs system on (B)(6) 2014 as the issue has not resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.